Manufacturer narrative:
As reported by the (B)(4), post carotid stenting procedure the patient suffered a hematoma in his left groin. The physician did a primary closure of the arteriotomy site using the mynx device assisted with a short sheath manufactured by cordis 7 fr 11cm. The physician administered a compression device, but in spite of that the patient had bleeding issues probably due to heavy calcification of the vessels and poor ability to obtain hemostasis of those vessels. He had a drop in his hemoglobin for which he had to undergo blood transfusion three days later. The patient is a (B)(6) gentleman who was noted to have a left carotid bruit. A carotid doppler ultrasound showed evidence of 90% stenosis in his left internal carotid artery and he was brought in for angiography with possible intervention. The patient was taken to the catheterization lab where angiography confirmed that he had a high-grade stenosis of 90% in the left internal carotid artery. The right internal carotid circuit was normal. Angioplasty and stenting of the left internal carotid artery was performed using an angioguard distal embolic protection device and precise stent, following which the patient suffered a hematoma in his left groin. The patient also experienced a neurological event approximately one day post index procedure. The patient's diagnosis was stroke due to cardio-embolic source. The neurological event was determined to be unrelated to the index procedure and unrelated to the cordis product. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation are root causes of hematoma formation. These factors in combination with antiplatelet therapy after a procedure can lead to hematomas. Review of the available information suggests that patient and/or pharmacological factors may have contributed to the reported hematoma resulting in a drop in hemoglobin and blood transfusion. Without the product available for analysis, no determination regarding potential contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported by the (B)(4), post carotid stenting procedure the patient suffered a hematoma in his left groin. The physician did a primary closure of the arteriotomy site using the mynx device assisted with a short sheath manufactured by cordis 7 fr 11cm. The physician administered a compression device, but in spite of that the patient had bleeding issues probably due to heavy calcification of the vessels and poor ability to obtain hemostasis of those vessels. He had a drop in his hemoglobin for which he had to undergo blood transfusion three days later. The patient is a (B)(6) gentleman who was noted to have a left carotid bruit. A carotid doppler ultrasound showed evidence of 90% stenosis in his left internal carotid artery and he was brought in for angiography with possible intervention. The patient was taken to the catheterization lab where angiography confirmed that he had a high-grade stenosis of 90% in the left internal carotid artery. The right internal carotid circuit was normal. Angioplasty and stenting of the left internal carotid artery was performed using an angioguard distal embolic protection device and precise stent, following which the patient suffered a hematoma in his left groin. The patient also experienced a neurological event approximately one day post index procedure. The patient's diagnosis was stroke due to cardio-embolic source. The neurological event was determined to be unrelated to the index procedure and unrelated to the cordis product.